Manufacturer narrative:
(B)(4).

Event description:
The customer reported to philips healthcare that upon power (boot) up the heartstart xl displayed error code 01000. There was no patient involvement.